Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the intensive care unit after pause episodes were observed. Upon investigation, it was found the right ventricular (rv) lead had intermittent non-capture. The doctor stated that the post-implant x-ray showed the rv lead slack had unexpectedly pulled back, but the lead was not dislodged. The rv lead was explanted, and a new rv lead was implanted in its place on (B)(6) 2020. The patient was stable.